Manufacturer narrative:
G4: 02sep2020, b4: 04sep2020 . This reporter stated that a 60 years old male patient weighing 120 kilograms with a height of 175 centimeters, was admitted to a hospital on an unknown date, due to obesity hypoventilation syndrome with significant hypercapnia; laboratory values not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was diagnosed with systemic inflammatory response syndrome due to pneumonia, and was antibiotic therapy; medication name, dose, route, and frequency not reported. While admitted on an unknown date, the patient was also prescribed ventilation therapy via the respironics v60 ventilator; respironics fep circuit s/a w/o filters, non-invasive patient interface with details not reported, ipap 18, epap 5, o2 21%, and respiratory rate 18. While admitted on (B)(6) 2020 at 2313, the patient was receiving therapy via the v60 device and the device stopped ventilation, generated acoustic and visual alarms, and the device could not be switched off. During this event, the device generated check ventilation error: blower blocked, check ventilation: primary alarm failure, check ventilation: emergency alarm failure, check ventilation: error auxiliary supply, check ventilation: error 35v supply, patient circuit occluded, leak low, co2 danger of rebreathing error codes. No relevant laboratory data was reported. No medical intervention was reported or associated with the reported device behavior. The reporter stated that no significant harm occurred to the patient. Review of the provided diagnostic report (drpta), did not capture events from the reported date. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:21oct2020. B4:03dec2020. Review of the customer's diagnostic report (drpt) did not capture events from the reported date. An additional drpt was requested. If not received, fse will attempt to obtain during the on-site repair. Based on the customer description of the issue and the unit being found on the units affected list (ual), it is suspected to be a result of the condition described in fco49. However, this has not yet been confirmed since on-site device evaluation is pending the arrival of a replacement power management (pm) board. A replacement pm board will be sent to the customer site. A review of the device history records (DHR) did not reveal any non-conformances or discrepancies during the manufacturing process of the part/ device.the customer reported the suspected faulty pm board has been shipped back to the manufacture for failure investigation. When a replacement pm board is received at the customer site, additional troubleshooting will be performed on site by a philips fse. G4:02dec2020. B4:03dec2020 . A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty power management pcba. The fse replaced the power management pcba. The device passed all performance verification testing and was placed back into use with the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jul2020.

Event description:
A customer reported to philips the v60 ventilator generated a continuous alarm prior to ventilation completely stopping, and the patient experienced a drop in oxygen saturation. The device has the affected circuit board installed dated 23-mar-2020. While receiving therapy, the patient experienced a decrease in oxygen saturation, values not reported.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. H7: recall. H9: z-1622-2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:08jan2021. B4:25jan2021. The power management board (assy,pcb,pwr mgmt,v8000) (pn 1055906, sn (B)(6)) was returned to the failure investigation laboratory for analysis. Visual inspection showed the power on hours as received was 18078 hours with no anomalies noted. The customer complaint was verified. The root cause was mechanical separation of solder joint on r31. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.